Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that signal loss over one hour occurred. Approximately on (B)(6) 2023, the patient experienced loss of connection. During the nighttime while the patient was at work, he lost control of his legs and experienced loss of consciousness. The security guards called the paramedics, and they treated the patient with glucose tablets. There was no bg (blood glucose) nor cgm (continuous glucose monitor) readings taken during the entire event. At the time of the report the patient was fine. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.